Manufacturer narrative:
E: (B)(6). Phone: (B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator's oxygen concentration could not be adjusted. The device was in clinical use when the issue occurred; the patient was moved to a different ventilator. No patient or user harm reported. Investigation ongoing.

Manufacturer narrative:
Additional details were provided, and it was reported that the touchpad was damaged, and the oxygen concentration could not be adjusted as a result of the damage. It was determined that the touchpad required replacement. Investigation ongoing.

Manufacturer narrative:
A follow up was performed with the key market (km), and the responder clarified that the issue was with the touchscreen. The km responder reported that the hospital had the touchscreen replaced, and the issue was resolved. The device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.